Event description:
It was reported that the forward button was sticking and not allowing the core universal driver to turn off. The user facility was unable to provide further information regarding this event. There were no patient or user injuries or adverse consequences reported.

Manufacturer narrative:
The failure was confirmed through disassembly and visual inspection by the technician and diagnostic engineer. The components of the device were corroded including the sockets.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the forward button was sticking and not allowing the core universal driver to turn off. The user facility was unable to provide further information regarding this event. There were no patient or user injuries or adverse consequences reported.